Event description:
The customer stated that she was hospitalized for high blood glucose levels of 465 mg/dl and ketones. The customer also reported no delivery alarms prior to the event. Troubleshooting was performed, and the customer was unable to verify if the insulin pump was programmed correctly. The customer stated that she was guessing when she programmed her basal rates into the insulin pump. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.